Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in five pieces. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil found at the distal region of the lead. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone, consistent with friction to another device or feature of the patient anatomy.

Event description:
It was reported that oversensing of noise that was inhibiting pacing was noted on the right ventricular (rv) lead. The patient is pacer dependent that was experiencing lightheadedness and dizziness. Despite programming changes, the problem persisted. The patient successfully underwent rv lead extraction, and the rv lead was replaced. The patient was stable prior to, during, and post-procedure.